Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 29 mmol/l at 8:00pm and she injected 5 units of fast-acting insulin. A short period of time later she lost consciousness and her husband gave her glucotabs and (B)(6). He called for an ambulance. Paramedics arrived at 8:45pm and received a test result of 8 mmol/l on their meter. Paramedics advised the patient to eat and at 9:45pm they left. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.